Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert on the right ventricular lead for oversensing noise and out of range impedance. The lead also has a possible fracture. Therapies were programmed off and the lead was capped and replaced. No patient complications have been reported as a result of this event.